Event description:
It was reported that this device recorded a pre-implant code 1003 indicative of battery voltage too low for the projected remaining capacity. Upon reviewing data from the disk, it was concluded that the fault code appeared due to a cold weather exposure. Data analysis was completed and the battery has recovered, the device is cleared for implant. There is no patient involvement at the time of this issue.

Manufacturer narrative:
Additional information received indicates the device was reviewed by boston scientific technical services (ts) and it has determined that the device has recovered from the cold weather that could have impacted therapy due to low voltage, and it has been cleared for implant. It no longer meets the definition of a reportable malfunction.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was advised to send the data or analysis. Device not cleared for implant at this point. No patient involvement.